Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio confirmed that the device powered on, charge and shocked without any discrepancies observed.  The device was opened and a visual inspection performed; however, no discrepancies were observed. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agency contacted physio-control to report that the customer's device had a service wrench present on its readiness indicator.  Upon evaluation of the customer's device, it was observed that when a battery was installed into the unit that the led's for both the on and shock buttons illuminated immediately but the screen remained black.  Additionally, the device would not respond to any button presses.  The reported condition was duplicated using multiple batteries.  This device behavior is indicative of a device lock-up condition that would prevent defibrillation if it were necessary. There was no patient use associated with the reported event.